Manufacturer narrative:
Device code relates to component code for the reported event of snare loop wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg)placement procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was found that the loop wire on the end of the snare was broken. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.